Event description:
The customer stated that they received consecutive readings of 210 mg/dl, 373 mg/dl, 174 mg/dl, 248 mg/dl and 160 mg/dl. They then ran controls that were in range. After this, they ran two more tests with results of 136mg/dl and 152 mg/dl. A review of the system was conducted over the phone. The review of the system indicated that the system functioned correctly and corrections were made to the patient's techniques. The customer was asked to return the meter for further evaluation and a replacement was provided.